Event description:
In 2007, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2008, a diagnostic aortogram revealed poor apposition of the proximal endograft to the aortic wall due to significant tortuosity. A reinvention took place and a palmaz stent was placed to resolve a type-1 endoleak. Additionally, an aortic extender component was placed to resolve a type-1 endoleak from the right distal fixation site just above the takeoff of the hypogastric artery on the right side. In 2009, a follow-up computed tomography (CT) scan revealed a type-3 endoleak at the iliac limb bifurcation, however, the aneurysm sac size was stable.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Further investigation is in process. Additional devices related to this event: pxc201000, pxc201400. Attempts to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.